Event description:
The customer reported that a radio frequency lung ablation was performed on the patient in 2009. In cts and xps taken immediately after the operation and the next morning, nothing was found wrong. However, 30 hours post operatively, the following day, the patient complained of chest pain. Although a CT was immediately taken and pneumothorax was found, the patient died of cardiopulmonary arrest soon after that.

Manufacturer narrative:
Because the death occurred the day after the surgery, the needle electrode had been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.